Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error and damage. Customer's blood glucose at time of incident was unknown. The customer stated that there are cracks to the insulin pump.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor; unable to perform the excessive no delivery test due to prime anomaly. However, the insulin pump passed the displacement, basic occlusion, rewind test, operating currents test, a21 error test and self test. The motor passed motor test. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.